Manufacturer narrative:
The pump and catheter were returned and analysis found no significant anomalies. Continuation of d11: product ID 8780 lot# serial# (B)(4) implanted: 2018-(B)(6) explanted: 2018-(B)(6) product type catheter. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. Product ID: 8780, serial/lot #: (B)(4), ubd: 29-jun-2019, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving gablofen (500 mcg/ml at 50 mcg/day) via an implantable infusion pump. The indication for use was cerebral palsy. It was reported that the patient was admitted to the emergency room on (B)(6) 2018 and the infusion system was later removed on (B)(6) 2018 due to the confirmed presence of a staph infection( infection panels were done). There were no known factors that may have contributed to the issue. The patient was alive with no injury and the issue was resolved. It was noted that the system would be replaced in the future and the explanted devices would be returned for analysis. No further complications have been reported as a result of this event.